Event description:
Non-union of t-9-10 vertebrae with failure of c-d instrumentation. The frozen section diagnosis was focal polymorphonuclear infilitrate associated with pigment laden macrophages and foreign body reaction. Eight (8) rods which measured up to 10 cm. In length by 0.5 cm in diameter were reviewed. Their surfaces were smooth and shiny. Also examined were 132 cd hooks which measured 2.2 x 1.0 x 0.5 cm. Their metallic surfaces were smooth ans shinyinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.